Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Service performed to correct reported problem. Electrical / mechanical adjustment made to correct reported problem. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) they received 319 errors. The customer rebooted the system, but the error returned. The tse viewed system logs and found 319 errors pointing to the endoscope controller. It was unknown how the procedure outcome with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer informed the intuitive representative noticed the error after a case. The customer did not have any access to the case or patient information that was asked.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of the error 319 is attributed to the power switch on the back of the ec being turned off. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error 319 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state.